Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding ambulatory difficulties. There are no clinical studies or literature to support a specific causal relationship between restorelle and ambulatory difficulties. No further action or corrective action is required at this time. H6: health effect - clinical code e2302 was removed.

Event description:
As reported to coloplast, though not verified, the patient presented with significant cystocele and uterovaginal prolapse. A restorelle y mesh was implanted in (B)(6) 2023. In (B)(6) 2024 the patient experienced fecal urgency, constipation, difficulty urinating, severe right-sided low back pain which radiated to the left side and occasionally down her right thigh and an inability to walk. Physical exam noted pain at right sacroiliac area and pelvis. A bladder scan showed a volume of 378 cc and urinary analysis was positive for leukocytes and bacteria. It was documented that the patient had discitis, infected sacrocolpopexy mesh and sepsis as a complication of the implanted mesh. Complete excision of restorelle y mesh was undertaken on (B)(6) 2024 with vaginal vault prolapse, anterior repair, cystoscopy, bilateral ureteral stent placement and colpopexy under general anesthesia. There was purulent drainage along right pelvic sidewall and along mesh. Post procedure there was continued pain and a plan to return to operating room for washout/debridement. The patient reportedly died on (B)(6) 2024 due to complications stemming from the infection. This patient death was reported in spoken words to coloplast on 04-dec-2024 by the patient's legal representative. Coloplast asked for supporting medical records from the patient's legal representative, regarding the patient's death, but has not received any records.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.